Manufacturer narrative:
(B)(4). Date sent: 10/1/2024. D4 batch#: c9df4l. Additional information was obtained: since the surgery was performed laparoscopically, the possibility of the pin entering the body is quite low, and the patient was discharged from the hospital without any problems, so there are no plans. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the clamp arm loose. In addition, the clamp arm pin was detached and it was not returned with the complaint. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. The device was disassembled to verify the condition of the internal components and no anomalies were found. Possible causes of the clamp arm damage are not closing the clamp when introducing or removing through the trocar, or possible entanglement in fibrous tissue. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9df4l, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that, during laparoscopy-assisted distal gastrectomy, in the middle of the surgery, the jaws were misaligned. The device was used on stomach. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.